Event description:
When iol placed into inserter and placed into pt's eye, lens broke off the device. Iol was removed by surgeon and replaced with new lens. No injury was caused to the pt. Expiration date 6/00.